Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via a clinical study that a flow-limiting dissection occurred, requiring intervention. On (B)(6) 2023, a 5 mm x 200 mm ranger drug coated balloon was selected for use during a procedure to treat restenosis of the right superficial femoral artery (sfa). Post treatment, angiography revealed sluggish flow and flow limiting dissection at the area of right distal sfa due to this 5 mm x 200 mm ranger drug coated balloon. The dissection was treated with placement of a 6 mm x 60 mm non-bsc stent and was post dilated with a 6 mm x 40 mm mustang balloon. Repeat angiography revealed brisk flow through the sfa and popliteal artery without significant stenosis. The event was resolved on (B)(6) 2023 and on (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy.